Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was above 412 mg/dl at the time of the incident. The customer was treated with bolus. The customer reported that they had no delivery alarm. The customer declined troubleshooting for high blood glucose. The customer was advised the patient to monitor the pump and call back if problems persist. The insulin pump will not be returned for analysis.